Event description:
The complainant reported that thirty six days into impella 5.5 support, a patient's blood culture came back positive for an unspecified infection. The source of the infection was unknown. The patient was treated with intravenous antibiotics in response to the condition. Roughly a month later, it was noted that ongoing placement signal unreliable alarms began to appear. Both the waveforms and hemodynamics remained unchanged despite the noted signal issue. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of infection/sepsis and optical signal issue has been completed. Pump was not returned for investigation. The cause of the placement signal issue was sensor silicone wear beyond the intended design life of 60 days, based on data log review. The root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. D6b explant date added.